Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys tsh assay result from a cobas 8000 e 602 module analyzer. The serial number was requested but was not provided. The results for separate samples from the patient were provided as: (B)(6) 2016: 6.4 and repeat with the same value; (B)(6) 2016: 12.33 and repeat 12.37; (B)(6) 2016: 4.99 and repeat 4.84; (B)(6) 2016: 18.84. This result was questioned. No unit of measure was provided. The results for ft3 and ft4 did not fluctuate. No specific data was provided. Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. The patient was not adversely affected. The customer suspected an interference.

Manufacturer narrative:
A specific root cause could not be determined as no sample was provided for investigation. Additional information for further investigation was requested but was not provided. Based on the provided data, a reagent issue was not suspected.factors such as stress, changes in physical activities and circadian variations can cause variations in tsh values taken from samples from the same patient within a short period of time.